Manufacturer narrative:
Follow-up #1: date of submission 06/17/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the bolus button cover was observed to be detached. The keypad cover was observed to be intact and all buttons responded intermittently to testing. The pump case was observed to be cracked between the display and the keypad. The two finger pads were observed to be missing. The keypad cover was removed for further investigation and contamination was found under all button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up, down, ok, and backlight button were under responsive and denied moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.